Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failure to open. The patient was undergoing surgery for treatment of a saccular, unruptured, internal carotid artery (ica), c7 segment aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. The landing zone was 2.4 mm distally and 2.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. The angiographic result post procedure was normal. It was reported that the patient had an aneurysm at the terminal segment of the left internal carotid artery, and the vessel was relatively thin. A flow-diverting stent implantation was selected for treatment. As the distal landing zone in the internal carotid artery was relatively short, the operator planned to place the distal landing zone of the stent in the middle cerebral artery. After the domestic long sheath was positioned, a 6f115 navien intermediate catheter was advanced to the c4 segment of the internal carotid artery. The phenom 27 microcatheter was delivered to the distal inferior trunk beyond the bifurcation of the middle cerebral artery. After preparing the 2.75-20 ped flex stent, it was delivered through the microcatheter, and once it reached the target position, preparation was made to deploy the stent. The operator reported that while withdrawing the microcatheter to deploy the distal end of the stent, the tip end of the stent failed to open. After attempting to recapture and redeploy it, the stent still could not be opened. After three attempts, the operator was concerned that repeated unsuccessful deployment/failure to open might lead to thrombosis/t hrombus formation and affect the patient, so the stent was removed from the patient's body. As there was no suitable model available, a stent from another brand was selected instead for delivery and deployment. The subsequent deployment was successful, and after s atisfactory angiographic evaluation, the procedure was completed. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a 6f 115cm navien guide catheter, and a phenom 27 microcatheter.